Event description:
It was reported that pump displayed malfunction alert code and fault ID but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if alert appeared again.